Manufacturer narrative:
A zoll field service engineer (fse) went to the customer site to evaluate the device. The log files were reviewed and the reported alarm was confirmed on the log files. During inspection, the device was found to be configured with only a 1-point o2 calibration. The last 2-point o2 calibration was performed on 09mar2026. If a 2-point o2 calibration is not completed, the reported alarm could potentially occur. The device was recalibrated using a 2-oint o2 calibration and circuit testing and verification testing was performed and completed successfully with no errors. As a precaution, the inspiration block and o2 sensor were replaced under warranty.

Event description:
It was reported that while on a patient, the device displayed a technical failure alarm indicating a mismatch between the delivered and measured fio2. Complainant indicated no adverse effect to the patient.